Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) has "stopped showing physical activity for past three plus days" and that their pulse is slower. The device remains in use. No further patient complications have been reported as a result of this event.